Event description:
It was reported to vyaire medical that the map (mean airway pressure) knob on the 3100a ventilator was hard to adjust and feels "gritty" when turning it. There is no information of patient involvement associated with the event as of this time.

Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text: device was not returned yet.